Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the device after firing the clip was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. A femoral angiogram was reportedly not performed prior to use of the device. Per the instructions for use (IFU) under the warnings section the operator is instructed to perform a femoral angiogram to verify the location of the puncture site. In addition, the IFU states under the closure procedure section to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. It was reported that only one of the two access ports was used to unlock the thumb advancer and clip delivery tubeset. The instructions for use state under the closure procedure section that if resistance is met upon removal of the device; use the following steps to remove the device. Locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible click should be heard. Check that the number 3 exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. Slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter-traction with the left hand on the patient body, and assertively pull the device out with the right hand. It is important not to rock or twist the device as this may cause arterial damage. Apply manual compression to achieve hemostasis, if required.

Event description:
It was reported that an arteriotomy closure a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary intervention (pci) procedure. No femoral angiogram or other vessel imaging was taken because it is not part of the cardiologist's routine to perform one. Reportedly, after deploying the clip, the starclose se device could not be removed from the anatomy using normal force. The safety release button was depressed, but the device still could not be removed. The physician used only one of the access ports and the device remained stuck in the puncture channel. The physician manually compressed the puncture site and pulled the starclose se device out of the anatomy. Hemostasis was achieved using manual arterial compression. The patient was reported to be doing fine. No adverse patient sequelae were reported. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. A femoral angiogram or other vessel imaging was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.